Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was unable to be confirmed. During the device evaluation, it was observed, that the distal end had a chip in the adhesive; due to a handling issue. Due to this chip on the distal end; water tightness was lost. It was also observed, that the scope cover was whitish and discolored; due to insufficient cleaning or handling of the scope. It was observed, that the grip and the cover of the control section was whitish; due to chemical stress caused by handling. Also, it was observed, that the scope connector and the ultrasonic connector was whitish and had corroded; due to deterioration caused by chemical stress during reprocessing or handling. Lastly, it was observed, that the ultrasonic sound line was weak, and there were six broken lines. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope probe is damaged. It was indicated by the customer, that there was no procedure involved. There was no patient/user harm or injury reported, due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported damaged ultrasonic prob could not be reproduced/confirmed; the ultrasonic probe performed to specification. Olympus will continue to monitor field performance for this device.